Manufacturer narrative:
(B)(6). A visual assessment of the drill confirmed the reported breakage. The entire drill head has broken from the shaft. The break site in angular in nature. The distal end of the drill shaft is slightly bent and is scored in a circular manner. Due to the returned condition of the drill a limited dimensional inspection was performed, all attributes that could be accurately measured were found to meet print specifications. The break site is damaged in a manner that is consistent with contact with a bent guide wire. There are no indications that would suggest the device did not meet product specifications upon release into distribution. (B)(4).

Event description:
The drill was broken during an acl and pcl reconstruction. The surgeon removed the broken tip with a grasper. No patient injury or other complications were reported.